Event description:
It was reported when the device was used during a thoracotomy procedure, when it was closed it made an unusual sound. The device was not used. Another device was used to completed the case. There was no pt consequence.